Manufacturer narrative:
Of the 4 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to damage to the battery compartment.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - physical damage to the battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 22-58 years of age and between 115 and 130 pounds. Of the reported patients, 1 was male, 3 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 4 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to damage to the battery compartment. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - physical damage to the battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 22-58 years of age and between 115 and 130 pounds. Of the reported patients, 1 was male, 3 were female, and 0 were unknown.